Event description:
End users daughter reports a red irritation under the tape border in the lower right quadrant. She described it as looking like prickly heat. This began soon after the creation of the urostomy in (B)(6) 2013.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end users daughter reports she is currently only using protective skin barrier wipes on the skin. On (B)(6) 2014 the primary care physician administered an antibiotic injection. The daughter could not recall the name of the medication that was given. She was instructed in skin care along with the user of (B)(4) powder and protective skin barrier. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted.